Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switching (ams) episodes appear to be noise. Programming changes were made. Device remains implanted. Patient is stable.